Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2007; ddmb1d1 ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the the left ventricular (lv) epicardial lead exhibited short runs of noise on the lead. The lv (epi) lead was capped and replaced. No patient complications have been reported as a result of this event.